Event description:
Unit was operating fine on the external battery. Patient began gasping and the low pressure alarm activated. They switched to ac power and it did not correct the problem. Pt was removed from the ventilator and placed on an ambu bag. Replaced the tubing and that did not help. Patient was then placed on the back up ventilator. Unit alarmed (visible/audible) for low pressure. Message displayed: low pressure. Primary power source and power source at the time of the event: external battery.